Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('excess bleeding,general abnormal bleed') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, tonsillectomy and granulation tissue. Concurrent conditions included intermenstrual bleeding, cramp in lower abdomen, metrorrhagia, uterine bleeding and dysmenorrhea. Concomitant products included hydrocodone from (B)(6)2005 to (B)(6)2005, paracetamol (acetaminophen) in (B)(6)2005 and spironolactone since (B)(6)2005. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure:"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and she had undergone an endometrial ablation in 2012). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, depression, anxiety, abdominal pain and psychological trauma outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discussed ocp, mirena and second ablation. Will schedule lavh for her. Plaintiff received treatment for bleeding.essure confirmation test(s) conducted, specify unknown diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2005: the essure device was successfully occluded. Pathology test - on an unknown date: uterus, bilateral fallopian tubes: received in formalin is one uterus with bilateral fallopian tubes. The ovaries are not identified. There are small para tubal cysts present. Sectioning through both fallopian tubes show a metallic wire stent within the lumens of both fallopian tubes. Ultrasound scan - on(B)(6)2014: small hemorrhagic cysts in the ovaries bilaterally.small amount of free fluid in the pelvic cul-de-sac, likely physiologic. Concerning the injuries reported in this case, the following ones were reported via medical record:menorrhagia,vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet document received, new reporter and event abdominal and psych injury related to essure were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('excess bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, tonsillectomy and granulation tissue. Concurrent conditions included irregular menstruation, cramp in lower abdomen, metrorrhagia, uterine bleeding and dysmenorrhea. Concomitant products included hydrocodone from (B)(6) 2005 to (B)(6) 2005, paracetamol (acetaminophen) in (B)(6) 2005 and spironolactone since (B)(6) 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and she had undergone an endometrial ablation in 2012). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discussed ocp, mirena and second ablation. Will schedule lavh for her. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: the essure device was successfully occluded. Pathology test - on an unknown date: uterus, bilateral fallopian tubes: received in formalin is one uterus with bilateral fallopian tubes. The ovaries are not identified. There are small para tubal cysts present. Sectioning through both fallopian tubes show a metallic wire stent within the lumens of both fallopian tubes. Ultrasound scan - on (B)(6) 2014: small hemorrhagic cysts in the ovaries bilaterally. Small amount of free fluid in the pelvic cul-de-sac, likely physiologic. Concerning the injuries reported in this case, the following ones were reported via medical record: menorrhagia,vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and medical record received: reporters, date of birth, height were added. Event 'menorrhagia',' vaginal bleeding',' depression',' anxiety',' genital bleeding' were added. Medical history, concurrent condition, concomitant medication, lab data, product stop date were added. This case became incident case and medically confirmed case. Outcome of events pelvic pain added as recovering and genital bleeding added as recovered incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.